Manufacturer narrative:
A ge oec svc rep investigated the issue and removed and replaced the high voltage control cable, tube and gaskets. Collimator was also aligned to specification. The sys was tested and found to be operating as intended. The sys was released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No negative pt effect were reported because of this malfunction.

Event description:
The ge oec 9900 fluoroscopy sys had a collimator issue, where the collimator worked for the magnification modes, but the image did not enlarge.